Event description:
Info was received that reported, a pt was treated by paramedics in 2007 due to an incident of hypoglycaemia. The pt reports he fell down in his kitchen late on the evening of the same day. The paramedics were summoned and measured his blood glucose as 43 mg/dl. He received glucagon and was given glucose tabs, chicken sandwich, and apple juice. States the paramedics left about 12:30 am after his bg was up to 80. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.